Manufacturer narrative:
(B)(4). Date sent: 10/27/2025 d4 batch #: c9dm40 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received with nose cone slightly separate from the mid housing. Due to the condition of the handpiece, no instrument could be attached to the handpiece for testing. Therefore, no functional testing could be performed. Due to the condition of the returned device, we have not been able to further investigate the reported issue. The handpiece was disassembled to verify the condition of the internal components, and no anomalies were found. No conclusion can be made as to why the nose cone got separated. A manufacturing record evaluation was performed for the finished device batch c9dm40, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device returned to prerun test automatically. Changed to another device to complete surgery. There was no patient consequence reported.